Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device confirms from the analysis conducted during this investigation, it was concluded that the anthology inserter fractured at the transition between the shaft and striking platform, most likely from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. This fracture caused the instrument to become inoperable. The broken piece was returned with the device. The device was manufactured in 2014. The device exhibits signs of significant wear and use. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during thr procedure the hammer pad broke off of stem inserter. The procedure was completed with the same device. No delay was reported. No report of patient injury or harm was received.

Event description:
It was reported that the hammer pad broke off of stem inserter. It is unknown where the event occurs.